Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device was fired and it appeared to fire successfully. When the device was opened, something got caught and tore and anastomosis. A new device was pulled and used to correct the tear. There was no pt impact.